Event description:
It was reported that during a pulse field ablation procedure to treat drug-refractory atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. During the insertion, the air tightness at the rear end of the upper catheter was not adequate, and bubbles were consistently observed during withdrawn; however, the bubbles disappeared after the sheath was replaced. The procedure was completed using a replacement sheath. No patient complications were reported. The device is expected to be returned for analysis.